Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 41-year-old female patient who had essure (batch no. B21578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, panic reaction, asthma and spontaneous abortion. Previously administered products included for an unreported indication: prenatal and zofran. Concurrent conditions included nabothian cyst. Concomitant products included escitalopram oxalate (lexapro), ranitidine hydrochloride (zantac) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)") and urinary tract infection ("infection(bladder/urinarytract/vaginal) type: uti"), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain and abdominal pain. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, vulvovaginal pain and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-feb-2022: removal details (date & surgery type were added) action taken with drug updated. Medical history updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 41-year-old female patient who had essure (batch no. B21578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, panic reaction, asthma and spontaneous abortion. Previously administered products included for an unreported indication: prenatal and zofran. Concurrent conditions included nabothian cyst. Concomitant products included escitalopram oxalate (lexapro), ranitidine hydrochloride (zantac) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)") and urinary tract infection ("infection(bladder/urinarytract/vaginal) type: uti"), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain and abdominal pain. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, vulvovaginal pain and vaginal discharge. Lot number: b21578 manufacture date:2013-04 expiration date: 2016-04 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-mar-2022: quality safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (batch no. B21578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, panic reaction, asthma and spontaneous abortion. Previously administered products included for an unreported indication: prenatal and zofran. Concomitant products included escitalopram oxalate (lexapro), ranitidine hydrochloride (zantac) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)") and urinary tract infection ("infection(bladder/urinarytract/vaginal) type: uti"), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain and abdominal pain. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, vulvovaginal pain and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.